Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower ah - etc 500, drawers 3 and 4 experienced recurring failures. The machine was fully powered off and back on; however, the failures reoccurred. Additionally, the tower door produced a grinding sound during operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door 3 and 4 failed. A field service engineer (fse) replaced door latches 3 and 4 on the tower after identifying double clicking behavior and repeated failures during testing. Following the replacement, the doors were tested in the hardware test application (hta) and confirmed to be operating normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.